Event description:
Caller states he received a result of 190 mg/dl on the compact meter, but states 103 mg/dl appears in the compact meter memory. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.